Event description:
The customer reported liquid waste leaked from the unit involving unicel dxi 800 access immunoassay system. The customer noted the liquid waste drained to a drain and leaked. The customer stated the staff had on appropriate personal protective equipment (ppe) and cleaned up the 1 liter of liquid waste. Patient results were not impacted. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse replaced the split transfer pump tubing that had caused the fluid leak. The fse replaced the transfer pump assembly as pump motion errors were observed and resolved the issue. The fse verified repairs and noted no further fluid leak from the unit. The unit conformed to the manufacturer's published performance specifications. Pump assembly. (B)(4).